Event description:
The patient called technical support due to the dwell time on the cycler that she used in the hospital was different from the dwell time on the cycler she used at home. Patient states she was hospitalized for being overloaded.

Manufacturer narrative:
The product investigation testing confirmed that no failures occurred. The treatment was performed and completed without any failure. There was no drain alarm during the treatment. All volumes were acceptable and within specifications. The data sheet from the test treatment reflected the programmed treatment settings. The cycler passed a scale calibration, system air leak test and a valve actuation test passed. The clinical investigation concluded that the cycler did not cause or contribute to the patient being hospitalized. The cause of the hospitalization was attributed to fluid overload. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between march 21, 2011 to march 11, 2013.